Event description:
A doctor was performing a mouth extraction procedure on a 62 year old male patient when the bur came out of a surgical handpiece and went down their throat and was swallowed. The doctor advised that the patient attempted to cough and make themselves throw up but was unsuccessful. The patient was given a referral to an urgent care facility and were said to have to come back to the doctor's practice on (B)(6) 2024 for a post op. It was confirmed that the patient did go to the urgent care facility for an xray. No other information was made available

Event description:
A doctor was performing a mouth extraction procedure on a 62 year old male patient when the bur came out of a surgical handpiece and went down their throat and was swallowed. The doctor advised that the patient attempted to cough and make themselves throw up but was unsuccessful. The patient was given a referral to an urgent care facility and were said to have to come back to the doctor's practice on (B)(6) 2024 for a post op. It was confirmed that the patient did go to the urgent care facility for an xray. No other information was made available.

Manufacturer narrative:
As the defective product was not returned for analysis, and further information or evidence of the failure was not provided, this complaint is considered unjustified. Requests made for the defective product to be returned, email from customer cofirming no samples will be returned attached.